Manufacturer narrative:
On (B)(6) 2020, mentor became received additional information indicating the patient's previously unspecified devices were mentor smooth round moderate plus profile 800cc, catalog# 3502800, serial# (B)(6) (left), (B)(6) (right). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following erroneous data which was submitted with the previous report: section g3. Is report source health professional was erroneously checked. Section g3. Is report source consumer should have been checked. In addition, mentor received additional information indicating the patient would undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture h6 patient code 3191: medical device removal manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced capsular contracture, baker grade unk on the left side and a deflation on the right side post-operatively, which were confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.